Event description:
Additional information received reported the patient had nothing but problems with their incision site healing. It was stated they had a blister at the area. The patient had been working with their managing physician and had been given 3 antibiotics, but it didn't seem to be helping heal the area. The patient had a follow-up appointment with their physician (B)(6) 2016. It was further reported by the physician that there had been no diagnostic testing performed related to the reported issues. The implant site was visualized on the following dates: (B)(6) 2016. On (B)(6) 2016, the patient was prescribed sulfamethoxazole, and on (B)(6) 2016, they were prescribed augmentin and silvadene cream. The patient was scheduled for a revision on (B)(6) 2016.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's implant site was warm on (B)(6) 2016. She was to follow up with her healthcare provider.

Manufacturer narrative:
Device code is no longer applicable due to additional information and should be omitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the implantable neurostimulator (ins) location got infected, so they did two courses of antibiotics but it was still tender and they thought the stitches should have been taken out. The patient noted that a lot of times they hit the ins area when they sit in a chair and it hurts. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative reported the patient was infected at the lead insertion site with the lead eroding. The lead was scheduled to be removed on (B)(6) 2016. The rep clarified that only the ipg was removed in (B)(6) 2016, now the lead was infected and had eroded the skin.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the incision site still hadn't healed, it was still draining, they couldn't lie on it, and it was difficult to sit. The patient was frustrated that it wasn't healing. The patient was concerned that the implantable neurostimulator (ins) could be leaking battery acid. The patient had no falls or trauma. The patient saw their hcp 2 weeks ago because it was still draining and the hcp opened up the wound right in the office without any local anesthesia. The patient told them it really hurt, but the hcp didn't stop. The hcp told the patient it wasn't an infection. The patient told their hcp they healed really quickly as they just had nose surgery recently and couldn't tell that anything was done. The patient would have another appointment to see their hcp on (B)(6) 2016 and wanted to get a second opinion.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14ffm, product type: lead. Product ID: 3889-28, lot# va14ffm, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information from a manufacturer representative (rep) reported the system was partially explanted on (B)(6) . The rep stated the lead was left in place, but the implantable neurostimulator (ins) was removed. The healthcare professional (hcp) verified the site was not infected and planed to reimplant on the opposite side in 1-2 months. The rep noted that the patient described removing her bandages and sitting for many hours at her husband's hospital bed the day immediately following the implant procedure. The rep stated the patient's wound site would not heal completely, the hcp noted the pocket is not infected. The rep reported that the patient removed bandages the day immediately following the implant procedure, and sat upright for many hours that day which may have led or contributed to the issue. The rep stated the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.